Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer for evaluation.

Event description:
A device was returned to a third-party service center about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the device evaluation, the device was visually inspected and scrapped in accordance with fc16-700-064 & fc16-700-626 at the third-party service center. The third-party service center found evidence of foam degradation. During the review, foam particles were visible. There were no findings of contamination or error codes. At this time, no further investigation can be performed. A follow-up report will be filed if any additional information is received.